Event description:
A us distributor reported that a patient was experiencing adjust belt messages and check pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad and adjust belt messages) has confirmed that c and d cable had a pinched white wire. The root cause for pinched wire could not be positively identified. There was no adverse event that resulted from the damaged belt.